Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number: 9617229-2023-06323. Patient initially reported "seroma" on an unspecified side, which was previously reported in 2023 under mrn: 9617229-2023-06323. Patient has now reported "rupture" on an unspecified side. Out of an abundance of caution, seroma and rupture will be reported together on both sides until additional clarification is received. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma"; "rupture".

Event description:
Patient reported "seroma" and later reported "rupture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a412 material rupture as rupture did not occur on the right side. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "seroma" additional, changed, and/or corrected data: a6, b1, b5, d1, d2a, d2b, d4, d6b, g2, g4, h4, h6, h11

Event description:
Patient reported "seroma" and later reported "rupture". And later healthcare professional reported ¿explant due to "[contralateral side]" rupture¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "seroma" and later reported "rupture". And later healthcare professional reported ¿explant due to lt rupture¿. This record is for the right side. Device has been explanted.